Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was a severely calcified and moderately tortuous popliteal artery (pop). A 5.0 mm x 20 mm nc quantum apex balloon was advanced and inflated to 12atm for 5 seconds and was noted to rupture on the first inflation. The device was successfully removed. The procedure was completed with a 4.0mm coyote nc balloon. No patient complications were reported and the patient status is good.